Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported by the surgeon for a right jts non-invasive grower: "he feels blockage of the prosthesis. To obtain a full knee extension, he needs to turn the knee laterally to unblock the prosthesis."

Event description:
As reported by the surgeon for a right jts non-invasive grower: "he feels blockage of the prosthesis. To obtain a full knee extension, he needs to turn the knee laterally to unblock the prosthesis..."

Manufacturer narrative:
Reported event: an event regarding alleged difficulty in obtaining a full knee extension involving a jts distal femur was reported. The event was not confirmed. Method and results: product evaluation and results: not performed as the device remained implanted. Clinician review: the implant in situ was for a jts distal femoral replacement which was inserted on (B)(6) 2015. The surgeon reported that the patient felt ¿blockage¿ when extend or bend the knee joint. The x-rays provided show that the patellar might impinge with the femoral component while sliding during extension/flexion of the knee, however this needs to be confirmed by clinical check. Therefore, the radiographic review cannot confirm the clinical report but can suggest a further action for the surgeon. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2015 with no reported discrepancies. Complaint history review: there have been no other events. Conclusions: an event regarding alleged difficulty in obtaining a full knee extension involving a jts distal femur was reported. The event was not confirmed. The clinician reviewed the xray images show that the patellar might impinge with the femoral component while sliding during extension/flexion of the knee. However, this needs to be confirmed by clinical check. For this reason, the exact cause of the event could not be determined. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If additional information become available to indicate further evaluation is warranted, this record will be re-opened.